Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight and ethnicity and race were not provided for reporting. This report is for (band-aid breathable 16ct ap 6916999000713, (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA (bab sheer 1inx3in USA 38137004770, (B)(4)). (B)(4). Lot number = (10)190125a. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (bab sheer 1inx3in USA 38137004770, (B)(4)). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on 01/25/2019. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A pharmacist reported, on behalf of a consumer, an event with breathable band-aid. The consumer came to pharmacy on (B)(6) 2019. The consumer¿s finger was slightly scratched with a wound of less than 0.5 cm, the pharmacist recommended the consumer to use disinfectant fluid for sterilization, but the consumer refused. The consumer only wanted a breathable band-aid, so the consumer bought it and placed it on the wound. The consumer returned to the pharmacy on (B)(6) 2019, to inform redness and swelling around the wound area. After the pharmacist checked and asked about the use time, it was found that it was used for a long time. When washing hands and dishes, it was soaked, so the pharmacist asked the consumer to stop using it immediately. The symptoms were significantly relieved and the redness and swollen gradually subsided. The consumer did not protect the wound well and did not regularly replace the product. The consumer was given the oral instruction. The consumer was advised to go to the hospital immediately and prevent the wound from infection and inflammation.